Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The torque device used with the guidewire was not returned. Analysis of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled/scraped off on several places along its proximal section between 15.0cm to 28.0cm section (from its proximal end). The ptfe coating was scrapped 360 degrees on the wire and on several places along the guidewire proximal length. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The hydrophilic coating and distal section was examined and bubbles with uncollapsed and collapsed domes and an unknown substance were found on several places along its distal approximately 9.0cm section. The hydrophilic coating was examined wet and the wet guidewire middle and distal tip nitinol section revealed slight uneven swelling of the hydrophilic coated section. No other anomalies were noted. Functional testing could not be performed due to the nature of the complaint. However, the ptfe coating was tested and there was proper adhesion of the coating on the guidewire. The ptfe coating appeared to be scraped off of the guidewire during use with the torque device; however, because the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
It was reported that during preparation for the procedure, the polytetrafluoroethylene (ptfe) coating on the guidewire had peeled. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation for the procedure, the polytetrafluoroethylene (ptfe) coating on the guidewire had peeled. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.